Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the patient had an appointment on (B)(6) 2026. The device was implanted for overactive bladder (oab) and urinary incontinence (ui). The status post device placement, the patient had encouraged life style modification and decreased fluid intake at nighttime. The patient was scheduled for follow-up after 3 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having problems and they don't feel anything anymore. Patient stated it used to be a little bit they could feel the stimulation once in a while but they didn't feel it right now. Patient confirmed they were feeling the stimulation at the beginning but not anymore. Agent reviewed with the patient that it was normal for the stimulation to dissipate at times due to their body getting used to the device. Agent asked if patient was having 50% or greater symptom improvement and patient stated yes but they still have the same symptoms as before they put the implant in. Patient mentioned they changed the numbers last week too but when it was signaling it was too much for them. They reported this issue to their manufacturing representative (rep). They will have their follow up appointment next week. The patient was redirected to their healthcare provider (hcp) to further address the issue.